Event description:
Reporter alleges after 3 years of device implantation, she experienced severe abdominal pain. A year after in 2015, she started experiencing g.I bleeding and was diagnosed with diverticulitis. About 6 months ago, she was diagnosed with acid reflux. Reporter advised, the diagnosis came after experiencing a feeling of light headedness each time she went to the bathroom to have a bowel movement. She is currently on prilosec which seems to be helping with the feeling of discomfort and light headedness.